Event description:
It was reported that during a bph surgical procedure, tip came off. The fiber was exchanged and the procedure was completed by using a second fiber. Patient outcome "ok." No injury to the patient was reported.